Manufacturer narrative:
The returned icp monitors were investigated. It was determined that both icp monitors functioned as expected and all measurements were within the allowable error limits. It was determined that the difference in measured icp values might have resulted from a defect of the used icp probe (which is not sold in the us). However, since the icp probe was discarded by the user facility, spiegelberg was unable to determine the precise nature of the probe's defect or its root cause. However, due to a final100% functional test at spiegelberg of each icp probe, mishandling during transportation or storage is deemed as the most likely cause.

Event description:
The user site took icp measurements on the same patient using the same spiegelberg icp probe (B)(4) (not available in the us) with two different spiegerberg icp monitor types (hdm26.1 and hdm29.2). The user site noticed a difference in the displayed pressure between the two icp monitor types of up to approximately 56 mmhg. The patient was not harmed. This MDR is filed retrospectively because of a mistake in the determination of the reportability to the FDA.